Manufacturer narrative:
During testing at the service ctr corrosion was noted on the battery door spring of the device. The probable cause of the corrosion was due to leakage from the disposable batteries. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a 11/004/034 (less than 2.0v measured on lithium battery) and 18/000/000 (history pointer error) service alarm code and corrosion in the battery chamber of the device. This does not indicate a reportable malfunction. However, during verification testing at the service ctr leakage from the disposable batteries was noted on the battery door spring.